Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Analysis indicated the balloon was ruptured. Visual analysis of the lead indicated damage during use. The analyst noted the balloon did not inflate/deflate due to the balloon being ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the balloon catheter was found to have exploded when removed from the patient. A different balloon catheter was used to complete the procedure. No patient complications have been reported as a result of this event.